Manufacturer narrative:
(B)(4). Date sent: 04/22/2025. D4: batch #unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that it was impossible to activate the device at the end during the 5th recharge. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 03/25/25 d4: batch #unk b3: only event year known: 2025 additional information was requested, and the following was obtained: - please explain in detail what was the issue with the device. Was the firing sequence started but not completed? Yes (the first quarter only - if yes: did the device deliver any staples? Yes - if yes, were the staples formed properly? Yes - if yes, was the staple line complete? No did the device cut? Yes (the first quarter only) - if yes, was the cut line complete? No - if yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No - was there any difficulty opening the device? (No spontaneous opening) and no - if yes, how was the device removed from the patient?press the button on the side. - if yes, did the jaws eventually open? Yes - did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? - was the firing sequence started but not completed? Yes (the first quarter only) - was there any difficulty opening the device? (No spontaneous opening) and no - if yes, how was the device removed from the patient? Press the button on the side. - if yes, did the jaws eventually open? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished plee60a, with lot/batch number m9a792, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/03/2025. D4: batch #315d57. Corrected data: h4 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received fully fired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. A manufacturing record evaluation was performed for the finished device batch number , and no non-conformances were identified. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.